Manufacturer narrative:
The event was reported as an uncomplicated nucleus prolapse l5/s1, spontaneously resolved. Treatment included observation and medication (analgesics). The date of resolution was eight days after the event was reported. The study investigator reported the event as mild, a clavien-dindo grade I, not related to a da vinci device, not related to the procedure, and not related to the patient's underlying disease status.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information and corrected data: the patient had a nucleus prolapse in the back with symptoms starting 16 days after the procedure. An MRI confirmed this diagnosis. A medical review of the event information was provided by an intuitive surgical, inc. (Isi) medical safety officer and concluded that vertebral disc prolapse is unrelated to the study device or investigational procedure and is likely pre-existing/chronic. The adverse event is not related to the study device and not related to the investigational procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary left inferior lobectomy procedure on (B)(6) 2025. Seventeen days after the index procedure, an unspecified prolapse was reported. Details of the prolapse and any medical treatments, required interventions or outcome were not reported. The index procedure was completed and the patient was discharged home nine days later. There was no report of a da vinci device malfunction or any allegation that a da vinci device caused or contributed to the event. The study investigator reported the event as non-serious.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 167 cm., body mass index (bmi) - 24.0 kg/m2. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.